Event description:
It was reported that during infusion with cadd cleo infusion set, patient sugar was going up and went to the emergency room to get a shot, while patient was driving, pump started alarming high glucose and patient's sugars started to rise. Patient could not address the high as patient was driving and also did not bring any supplies. Patient sugars were over 300 mg/dl and went to the emergency room to get a shot of insulin. Patient admitted in the hospital overnight for the cardiologist to check her heart. Patient believes site may have been the issue but cannot be sure as pump was removed and patient no longer has the infusion set. Patient feels sitting for a long time in the car and line was possible kinked. There was patient involvement and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.